Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received partially fired with no visual abnormalities. The single-use loading unit (sulu) was loaded into a pmv representative instrument. The sulu and representative device were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy, they set the anvil to the anvil fork, and the surgeon clamped the duodenum and tried to fire the device, however, the knife did not advance. Replaced by a new reload, and the firing was completed. Reoperation was required due to the issue. The surgical time was extended by less than 30 min.